Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The physician acknowledged the difficulty in placing the valve and the heavily scarred and irregular annulus, which likely influenced the valve seating. (B)(6). (B)(4).

Event description:
Medtronic received information that during the implant of this 31mm bioprosthetic mechanical valve in the mitral position, after the valve was implanted, the transesophageal echo (tee) results showed paravalvular leak (the surgeon reported that exposure to the posterior medial aspect of the valve during the procedure was difficult). Sutures were placed, but due to the difficulty of the exposure, this did not stop the leak. The valve was explanted and replaced with a 29mm valve, which seated well with no paravalvular leak. No adverse patient effects were reported. It was reported that the annulus was heavily scarred and irregular, which the surgeon felt contributed to the seating difficulties with the 31 mm valve. The valve was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.